Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent olif at levels l1-l5 to treat scoliosis. During surgery, surgeon started to place a trial (cat. No. Not provided) into l3-l4 under sagittal image and then switched the image to a-p to rotate the trial. When the surgeon hammered the trial while rotating it, the trial perforated anterior longitudinal ligament. The surgeon placed a cage posteriorly as possible as he could and continued his procedure to place cages into l3-l4 and l4-l5. The doctor finally confirmed that the cage at l3-l4 did not migrate when he changed the patient's position to perform posterior fixation. The event delayed surgical time more than 60 minutes. The surgeon commented that discectomy to the posterior side of the intervertebral disc at l3-l4 should have been done a bit more because the remained posterior element of the disc might have acted as a fulcrum to "shift" the trial into anterior when the doctor rotated the trial. The product came in contact with the patient.